Manufacturer narrative:
Reviewing the manufacturing documents did not show any indications for a malfunction of the iol. As per documentation, the product was produced in accordance with manufacturer's specification and no deviation has been detected. The customer stated that the device can not be returned therefore a proper root cause analysis could not be completed nor the reported issue confirmed. Without a proper device analysis, a definitive root cause cannot be determined at this time. It was stated by the customer that they are using the yamane technique to implant the lenses. This technique induces a larger amount of force while trying to position the haptics in the scleral tunnel. Our lenses are intended to be implanted in the capsular bag. Thus, the lens was being used off-label. There was no damage reported to have been noticed during the inspection prior to use and preparation, which suggests a product deficiency, did not contribute to the reported difficulties. Based on the information provided, the risk assessment for the lucia product, and our experience we have determined that the following factors may have cause or contributed to the reported issue is but is not limited to: lens placement technique, loading strategy, poor handling during folding and inserting.

Event description:
It was reported that after the implantation of a CT lucia 602 lens, a crease down the center was observed. The lens was explanted and disposed. Another lens was successfully implanted. The patient was reported to be doing fine.